Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the clocks were running behind 15 minutes. A technical support specialist (tss) opened the command shell tab in bomgar and modified the time to match the current cst. Further the tss verified the time on station was correct. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the clocks on oncology machines were running approximately 15 minutes behind the correct time. As a result, nurses were required to wait an additional 15 minutes after the scheduled due time before medications could be removed from the devices. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.